Manufacturer narrative:
The company rep examined the system, replaced the home sensor printed circuit board (pcb) and the footswitch. Preventive maintenance was performed. The system was then tested and met product specifications. Footswitch is returning for eval. Additional info regarding product eval is pending. Root cause: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that when switching to air infusion, they got saline instead. A system message was displayed, which they were able to clear via the quick start function. At that time the remote control was not functioning. The surgeon performed manual extrusion and they used the system to complete the case. There was no harm to the pt.